Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cleft lip repair procedure, the needle broke when suturing the skin using intermittent suturing. It involves more than three defective devices with different lot numbers that occurred in same case. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the opened samples noted two partial sutures and two needles. Each partial suture was received attached to a needle swage. Upon microscopic inspection, normal crimp and swage marks were observed on the needle. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.